Manufacturer narrative:
Complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported the realtime sars-cov-2 assay results not consistent with clinical history. In addition, the customer reported that results were discrepant versus another methodology. The customer was initially informed of 2 cases where results were questioned by the physician: case 1. Female, (B)(6) years. A sars-cov-2 test was performed before cosmetic surgery (elective, non-emergency surgical procedure). Patient´s sample was processed on (B)(6) 2020, and generated a positive result. The positive result was reported to the physician; however, the physician asked for a second test because the result was not consistent with clinical history. Tomography, and symptoms didn´t correlate with covid-19 disease. A new sample was obtained (with a 2-day difference from the first one). The new sample, run on (B)(6) 2020, was negative. Surgery was delayed for one day. Review of log files concluded the run was valid, as assay controls and internal controls in each sample were within assay specifications (except in one sample, that failed with error code 4458). Both samples were retested with an alternative method. Result was not detected in both. Case 2. Male, (B)(6). A sars-cov-2 test was performed before cleft lip surgery (elective, non-emergency surgical procedure). Patient´s sample was processed on (B)(6) 2020, and generated a positive result. The surgery was stopped, and a new sample was processed the next day at another laboratory. Result from the other laboratory was not detected (methodology unknown). A new sample could not be obtained, and the same sample could not be reprocessed because sample was not correctly stored, and didn´t meet quality criteria. This surgery was postponed until a new test was performed, but since the second test was performed at another laboratory, the customer does not know the exact date. Review of log files concluded the run was valid, as assay controls and internal controls in each sample were within assay specifications (except in one sample, that failed with error code 4458). Due to these questioned results, the customer decided to retest with another method samples with cycle numbers greater than or equal to 25 the following days. The alternate method used was genefinder¿ covid-19 plus realamp kit, osang healthcare, co., ltd. This method targets 3 genes: rdrp, n and e. Assay's cycle cutoff is less than or equal to 40. Analytical sensitivity for the 3 targets is 10 copies/test. The customer reported 36 samples that were positive with abbott realtime sars-cov-2 assay, and not detected with genefinder¿ covid-19 plus realamp kit. Review of log files associated with these samples determined that runs were valid, as assay controls and internal controls in each sample were within assay specifications (except in a few individual samples, that failed with error code 4458 or 4453). After data analysis was performed, it was noted that the common scenario for all of these questioned sample results is that they all have late cycle number (cn) values. Those values probably are near, or below the limit of detection (lod) of the assays, where we can get partial detected samples at different percentages. The field application specialist referred the customer to the latest version of abbott realtime sars-cov-2 assay package insert (list 09n77), and explained the intended use, limitations of the procedure and limit of detection of the assay. For the samples not related to surgery, the customer correlated abbott´s results with the clinical history. If clinical history was not indicative of covid-19 disease, the customer reported the result obtained with genefinder. Just one sample result was reported by the physician as not consistent with clinical history. Upon repetition with genefinder, the customer informed the physician the not detected (negative) result. There has been no report of impact to patient management associated with these results. On (B)(6) 2020, the customer indicated an additional discrepancy: case 3. Female, (B)(6). Had contact with a positive covid-19 family. Realtime sars-cov-2 assay generated a positive result. Patient questioned the result, indicating the same day her previously positive family was tested (they went together for testing), and the result of the family was not detected. The customer reprocessed the same sample tube on the realtime sars-cov-2 assay and repeat result was negative. A second sample was collected and also generated a negative result. Also on (B)(6) 2020, the customer reported a 4th case: case 4. Male, (B)(6). Realtime sars-cov-2 assay genereated a positive result, but the patient questioned the results as he was asymptomatic, and 2 days later went to another laboratory for testing which generated a negative result (methodology unknown). Based on this feedback, the customer repeated the sample and upon repeat the sample generated a negative result. That same day, the customer repeated the sample using a semi-automatic instrument called indi mag, result was also negative. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs associated with this ticket were reviewed. All runs except for one were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. The validity of the run associated with results.log.684 displayed flags for "sp" errors on the m2000sp, and therefore run validity cannot be determined. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506923, 506531, 509462, and 508767 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506923, 506531, 509462, and 508767 and their components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lots 506923, 506531, 509462, and 508767. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506923, 506531, 509462, and 508767 and their components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review identified 3 additional complaints potentially related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-090) lot 506531. All 3 tickets were independently investigated, and a product deficiency was not identified. One ticket was also identified as potentially related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-090) lot 509462. This complaint is currently being investigated. No additional complaints potentially related to the reported issue were found for lots 506923 and 508767. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 506923, 506531, 509462, and 508767 was not identified.